Event description:
The sideport of the sheath broke off. The transeptal sheath was inserted and the physician was flushing the sheath. The sideport of the sheath just fell off from the sheath. The sheath was removed and a new sheath was used. No further issues. No injury to the patient. This happened a quite few times, and we already talked to the rep and informed the company. An investigation is initiated by the company. Manufacturer response for st jude sl1 swartz sheath, swartz braided transeptal guiding transducer (per site reporter): this happened a quite few times, and we already talked to the rep and informed the company. An investigation is initiated by the company.